Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a defibrillation threshold (dft) test, the system was unable to rescue the patient at maximum output. The lead was explanted and a new lead was implanted on the opposite side. The device was moved to a new pocket from the right side to the left side to accommodate this change on (B)(6) 2020. The system had a successful dft after the new lead was implanted. The patient was stable. Related manufacturer reference number: 2017865-2020-04517.